Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. User facility medwatch (B)(4).

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device after an interventional left heart catheterization and grafting procedure. Reportedly, the proglide device could not be removed from the patient anatomy as the foot would not close. Tissue damage occurred and manual compression was applied. A blood transfusion was given and the proglide device was removed surgically. Pain was reported and medication was given. Hemostasis was ultimately achieved surgically with a vascular patch. There was a clinically significant delay in the procedure and hospitalization was extended by three days. User facility report number: (B)(4) received event description: "at the end of a diagnostic heart catheterization, the arterial accessed was to be sutured closed using a 6f proglide perclose device. The attending doctor was deploying the device when the foot plate became entrapped within the artery and could not be removed. The attending doctor attempted multiple times to manipulate the device according to the manufacturer's representative's direction. Manual pressure was maintained to control bleeding. Vascular surgery was called to intervene. Manufacturer response for suture mediated closure system, perclose proglide (per site reporter). The manufacturer stated to break device to remove from patient and requested the device for investigation purposes." No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Vascular injury (tissue damage), hemorrhage and pain is listed in the proglide instructions for use (IFU), potential adverse events section. In the absence of device returned for analysis, a conclusive cause for the reported guide separation, inability to retract the foot and inability to remove the device could not be determined. The reported patient effects of tissue damage, hemorrhage, and pain are known as an inherent risk of the procedure. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.b6: an ultrasound was performed, not an angiogram.

Event description:
Subsequent to filing of the initial medwatch report additional information received. This was a diagnostic procedure. It was reported that on device removal the sheath was separated from guide tube. No additional information was provided.